Event description:
A customer reported that a dull knife was experienced during surgery. There was no impact to the patient. Additional information was requested.

Manufacturer narrative:
A sample is expected, but has not yet been received at the manufacturing site for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).